Event description:
As reported, in 2008, this pt underwent endovascular repair using a gore excluder aaa endoprosthesis. A reintervention took place approx eight months later, using an add'l contralateral leg component and iliac extender component to fix a ruptured hypogastric artery. The pt is doing well.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Please see attached list of add'l devices implanted in this pt: pxc201000; pxc201200; pxl161007; pxl161007.